Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found melt marks on outer insulation which was likely from explant electro cautery damage and noted dried fluid and tissue in the helix housing. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.